Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a medfusion 4000 syringe infusion pump had travel coarse error - check clutch/plunger lever and the top casing is broken. This is a high-priority alarm that could interrupt therapy if it recurs. There was no patient involvement, and no patient harm.